Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No numbers ramping or scrolling up noted. Insulin pump had minor scratches on lcd window, cracked display window corner, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported by the customer that the buttons on the insulin pump are not responsive. Customer reported that they are unable to navigate with the buttons. Customer's blood glucose level at the time 325mg/dl. Advised insulin pump would be replaced. No additional information is provided.